Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address abnormal radiographic evaluation, mcl tear and instability. Update (B)(6) 2017 -- medical records received. After review of the medical records, office note indicated left knee causing pain, brought on by twisting of the knee. Patient states he has taken a couple of falls onto the knee, one time in a hyperflexed position. Physical exam of knee demonstrates, a moderate effusion, laxity and instability. Radiographs indicate small reabsorption of bone beneath tibia, and significant mount of reabsorption beneath anterior aspect of femur, concerning for some loosening of the femoral component. Physician's impression noted tear of the mcl and possible femoral component loosening. Currently no revision operative records or date scheduled. There is no new information that affects the existing MDR decision. Complaint updated on (B)(6) 2017. Update (B)(6) 2017: additional information received. It was indicated that the patient was revised due to aseptic loosening. Updated on (B)(6) 2017.

Manufacturer narrative:
The device associated with this report was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.